Event description:
Reporter indicated a vns therapy patient was hospitalized for an unknown reason and was experiencing increased depression. Additional information received indicated the patient was released from the hospital and "after she had the revision done and she hasn't had her dosing increased to the full amount yet and she is having some depression issues". The relationship of the patient's depression to pre-vns baseline is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.